Event description:
It was reported that the during sensory testing, that the patient had burn marks on their inner calf. No medical intervention was needed and the procedure was not completed.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the during sensory testing, that the patient had burn marks on their inner calf. No medical intervention was needed and the procedure was not completed.